Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") and the first episode of device expulsion ("migration of essure device location of device: migrated to uterus") in a 31-year-old female patient who had essure (batch no. 904750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included low back pain, ectopic pregnancy in 2007, multigravida, parity 4, abortion, salpingectomy and kidney biopsy. Concomitant products included vicodin (norco) since 2015 for pain pelvic as well as carisoprodol (soma) since 2015 and naproxen since 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 12 days after insertion of essure, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced the first episode of migraine ("migraines /migraines / headaches"), the second episode of migraine ("headaches /migraines / headaches"), rash ("rashes /rashes or skin conditions type: stomach broke out and arms with patches of rash"), pruritus ("itching on/of her stomach and arms /rashes or skin conditions type: stomach broke out and arms with patches of rash") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding, prolonged and abnormal menses /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2012, the patient experienced weight decreased ("weight loss /weight gain / loss") and tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced anger ("psychological or psychiatric problems condition: anger issues"). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems type: my vision was blurred and sometimes I felt like I couldn't see things in front of me until I closed my eyes and opened them again") and visual impairment ("vision/eye problems type: my vision was blurred and sometimes I felt like I couldn't see things in front of me until I closed my eyes and opened them again"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required) and the second episode of device expulsion ("migration of essure device location of device: migrated to uterus"). On an unknown date, the patient experienced depression ("worsening of her depression"), anxiety ("worsening of her anxiety /anxiety attacks"), arthralgia ("hip pain"), iron deficiency ("iron deficiency"), dental caries ("tooth decay"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe, lower abdominal pain\ severe cramping"), back pain ("back pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), mental disorder ("psychology issues") and headache ("headaches"). The patient was treated with ibuprofen, antibiotics, prednisone, colecalciferol (vitamin d), surgery (on (B)(6) 2016, patient underwent left salpingectomy) and surgery (on (B)(6) 2016, patient underwent left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, the last episode of device expulsion, depression, anxiety, weight decreased, fatigue, alopecia, menorrhagia, the last episode of migraine, rash, pruritus, vaginal haemorrhage, nausea, tooth disorder, vaginal discharge, vision blurred, visual impairment and abdominal pain was resolving, the arthralgia, iron deficiency, dental caries, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, dysgeusia, dyspareunia, allergy to metals and anger outcome was unknown and the mental disorder and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anger, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, iron deficiency, menorrhagia, mental disorder, nausea, pelvic pain, pruritus, rash, tooth disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight decreased, the first episode of device expulsion, the first episode of migraine, the second episode of device expulsion and the second episode of migraine to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved though some remain. Due to the symptoms, procedures and treatment that she endured as result of her implantation of essure, she has been forced to miss time from work. The patient tolerated the procedure well. About 3 coils were noted in the uterine cavity. On (B)(6) 2011, it was reported that she only has left tube, status post salpingectomy on right . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: confirming full occlusion fallopian tubes approximate weight at the time of essure placement 125 lbs on (B)(6) 2012. Type of test- transvaginal ultrasound (tvu). Resulted in total bilateral occlusion. On (B)(6) 2016 by unilateral salpingectomy. Most recent follow-up information incorporated above includes: on 11-jul-2018: plaintiff fact sheet was received events added from pfs- anger issues, psychology issues & headaches were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included low back pain, ectopic pregnancy in 2007, multigravida, parity 4, abortion, salpingectomy and kidney biopsy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), weight decreased ("weight loss"), fatigue ("fatigue"), arthralgia ("hip pain"), migraine ("migraines"), iron deficiency ("iron deficiency"), alopecia ("hair loss"), dental caries ("tooth decay"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged and abnormal menses"), abdominal pain lower ("severe, lower abdominal pain\ severe cramping"), back pain ("back pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse"), headache ("headaches"), allergy to metals ("nickel allergy"), rash ("rashes") and pruritus ("itching on/of her stomach and arms"). The patient was treated with surgery (on (B)(6) 2016, patient underwent left salpingectomy). At the time of the report, the pelvic pain, depression, anxiety, weight decreased, fatigue, arthralgia, migraine, iron deficiency, alopecia, dental caries, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, uterine pain, dysgeusia, dyspareunia, headache, allergy to metals, rash and pruritus outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, iron deficiency, menorrhagia, migraine, pelvic pain, pruritus, rash, uterine pain and weight decreased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved though some remain. Due to the symptoms, procedures and treatment that she endured as result of her implantation of essure, she has been forced to miss time from work. The patient tolerated the procedure well. About 3 coils were noted in the uterine cavity on (B)(6) 2011, it was reported that she only has left tube, status post salpingectomy on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in february 2012: confirming full occlusion fallopian tubes most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Medically confirmed case. Reporter information were added. Historical condition added. Updated suspect drug indication and insertion date. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") and device dislocation ("migration of essure device location of device: migrated to uterus") in a 31-year-old female patient who had essure (batch no. 904750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included low back pain, ectopic pregnancy in 2007, multigravida, parity 4, abortion, salpingectomy and kidney biopsy. Concomitant products included carisoprodol (soma) since 2015, naproxen since 2015 and vicodin (norco) since 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 12 days after insertion of essure, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced migraine ("migraines /migraines / headaches"), headache ("headaches /migraines / headaches"), rash ("rashes /rashes or skin conditions type: stomach broke out and arms with patches of rash"), pruritus ("itching on/of her stomach and arms /rashes or skin conditions type: stomach broke out and arms with patches of rash") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding, prolonged and abnormal menses /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2012, the patient experienced weight decreased ("weight loss /weight gain / loss") and tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems type: my vision was blurred and sometimes I felt like I couldn't see things in front of me until I closed my eyes and opened them again") and visual impairment ("vision/eye problems type: my vision was blurred and sometimes I felt like I couldn't see things in front of me until I closed my eyes and opened them again"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: migrated to uterus"). On an unknown date, the patient experienced depression ("worsening of her depression"), anxiety ("worsening of her anxiety /anxiety attacks"), arthralgia ("hip pain"), iron deficiency ("iron deficiency"), dental caries ("tooth decay"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe, lower abdominal pain\ severe cramping"), back pain ("back pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, antibiotics, prednisone, colecalciferol (vitamin d), surgery (on may 23, 2016, patient underwent left salpingectomy) and surgery (on may 23, 2016, patient underwent left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, device expulsion, depression, anxiety, weight decreased, fatigue, migraine, alopecia, menorrhagia, headache, rash, pruritus, vaginal haemorrhage, nausea, tooth disorder, vaginal discharge, vision blurred, visual impairment and abdominal pain was resolving and the arthralgia, iron deficiency, dental caries, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, dysgeusia, dyspareunia and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, dental caries, depression, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, iron deficiency, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, tooth disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight decreased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved though some remain. Due to the symptoms, procedures and treatment that she endured as result of her implantation of essure, she has been forced to miss time from work. The patient tolerated the procedure well. About 3 coils were noted in the uterine cavity on (B)(6) 2011, it was reported that she only has left tube, status post salpingectomy on right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - in february 2012: confirming full occlusion fallopian tubes approximate weight at the time of essure placement 125 lbs on (B)(6) 2012. Type of test- transvaginal ultrasound (tvu). Resulted in total bilateral occlusion. On (B)(6) 2016 by unilateral salpingectomy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters were added. Patients detail, concomitant drugs, treatment drugs, lab data and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: migrated to uterus, nausea, dental problems, vaginal discharge, vision/eye problems type: my vision was blurred and sometimes I felt like I couldn't see things in front of me until I closed my eyes and opened them again (vision blurred and vision minimal, unable to see properly) and abdominal pain were added as events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), weight decreased ("weight loss"), fatigue ("fatigue"), arthralgia ("hip pain"), migraine ("migraines"), iron deficiency ("iron deficiency"), alopecia ("hair loss"), dental caries ("tooth decay"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged and abnormal menses"), abdominal pain lower ("severe, lower abdominal pain\ severe cramping"), back pain ("back pain"), uterine pain ("uterine pain"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse"), headache ("headaches"), allergy to metals ("nickel allergy"), rash ("rashes") and pruritus ("itching on/of her stomach and arms"). The patient was treated with surgery (on (B)(6) 2016, patient underwent left salpingectomy). At the time of the report, the pelvic pain, depression, anxiety, weight decreased, fatigue, arthralgia, migraine, iron deficiency, alopecia, dental caries, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, uterine pain, dysgeusia, dyspareunia, headache, allergy to metals, rash and pruritus outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, iron deficiency, menorrhagia, migraine, pelvic pain, pruritus, rash, uterine pain and weight decreased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved though some remain. Due to the symptoms, procedures and treatment that she endured as result of her implantation of essure, she has been forced to miss time from work. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirming full occlusion fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.